Manufacturer narrative:
The universal power supply was returned to the manufacturer for analysis. Investigation found that the power supply had no power on any of the ports. Disassembled the power supply and it was found to have a component blown which damaged the board. The hardware investigation found that reported event was related to an electrical failure; no power. The pca I/o hub was returned unused. The axiem communication cable was returned to the manufacturer for analysis. Flexing the cable does not indicate any intermittent opens. The device was found to be fully functional with no problem found. The computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found.

Manufacturer narrative:
Return requested. Replacement I/o hub enclosed, universal power supply, rs to zeppelin kit and axiem comm internal cable were all shipped to site. None of these 4 parts have been received by manufacturer for analysis. - return requested. Replacement axiem integrated 4port shipped to site 12/16/2016. Medtronic investigation of returned suspect emitter finds that the axiem unit was connected to a test system with the ent application and the reported issue could not be replicated. Registration, tracking, and accuracy looked normal on all 4 tool ports. The system remained fully functional with no failures. No fault found. On 12/27/2016 a medtronic representative, following-up at the site, reported that after all replacements, the issue is not resolved. In trouble-shooting the monitor, a medtronic representative installed a different digital visual interface (dvi) to dvi cable and everything worked. On 01/05/2017 a medtronic representative confirmed that replacing the multi-out power supply resolved the issue. Performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the navigation system axiem box went to red status. Re-booting the navigation system did not resolve the issue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to abandon the use of the navigation system to continue. The surgeon completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.